Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the core and coils. The coils were unraveled 2.2 cm proximal to the center solder for a length of 15 cm and then detached. The tipball and tip coils separated from the shaping ribbon. The shaping ribbon and core were detached at the center solder. The distal coils, tipball, detached shaping ribbon and core were not returned. There were several offset intermediate coils between the start of the unraveled coils and 2.2 cm proximal from the start of the unraveled coils. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: distal portion of the separated guide wire remains in patient. Device issue: guide wire separation. It was reported that the procedure was to treat a chronically occluded posterior descending artery branch. The lesion was crossed with the guide wire, then the balloon was advanced over the guide wire. It was not possible to remove the guide wire or balloon at first. The distal tip of the guide wire was stuck in the posterior descending artery branch. Gradually the guide wire was removed, but the tip unravelled and despite using a snare, it separated. The distal portion was left in the artery. The device was replaced and there were no patient effects. No additional event or patient information is available.